Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission revealed noise episodes. The noise was intermittent. Patient was asymptomatic. The noise was seen and reproduced in clinic on the bipolar channel, unipolar tip and ring channels when the patient pressed down a chair. It was reported that the patient had fallen previously. The impedance measurements were normal and the physician will continue to assess the lead.